Event description:
Report received of an over-delivery of dobutamine. The pump was programmed to deliver the dobutamine at 10.4ml/hour and was started at 0830 on the day of the event. An hour later, the rn checked the patient and reported that the pump indicated that 27.4ml had been delivered. There was no reported adverse patient event. The pump was replaced and therapy was continued without further incident.